Manufacturer narrative:
(B)(4).   Please note the initial report was submitted under the previous complaint handling system #9966. Please note: this complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge. (N.d.). Complaint conclusion: according to the literature article "mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge," a patient had a device failure of balloon loss of pressure managed by successful reattempt to close with a second mynxgrip. No patients required hospitalization. No late bleeding and no hematomas greater than 6 cm were noted.  The product was not returned for analysis. Review of lot f1325902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
According to the literature article "mynxgrip for closure of antegrade puncture after peripheral interventions with same-day discharge," a patient had device failure of balloon loss of pressure managed by successful reattempt to close with a second mynxgrip. No patients required hospitalization. No late bleeding and no hematomas greater than 6 cm were noted. Additional information was requested, but was unknown.